Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision of extruded suburethral sling, cystoscopy, and minor dilation on (B)(6) 2010 due to extruded suburethral sling and sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with tvh, rectocele repair due to sui. It was reported that following insertion the patient experienced depression and anxiety due to the complications, chronic pelvic and vaginal area pain, severe bladder infections, mesh erosion, constant vaginal discharge with a foul odor, fevers, chronic pain during intercourse, lower abdominal inflammation, required three additional surgeries to remove eroded mesh in hopes to alleviate pain, physical pain and discomfort, irritation, urinary incontinence protruding mesh, bacterial skin infection, abscess, vaginal adhesions, granulation of vaginal tissue. It was reported that patient underwent partial mesh removal on (B)(6) 2009 and (B)(6) 2009. It was reported that patient underwent mesh removal on (B)(6) /2012. The inability to engage in sexual intimacy has taken a toll on patient¿s emotional status. The pain and constant discomfort has left her sleep deprived and very depressed. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4) - urethral hyper mobility. Additional narrative: it was reported that patient underwent an additional implant of a pubovaginal sling from bioarc-cook on (B)(6) 2012 due to sui, and urethral hyper mobility.

Manufacturer narrative:
.